Event description:
It was reported by manufacturing representative that they could not fill, but was able to aspirate reservoir during pump implant. It was initially noted that they aspirated 16ml of sterile water and did not get any bubbles. It was indicated that they were not able to fill the last 5ml of drug in the reservoir due to resistance. The manufacturing representative attempted again and it was stated that this was strange that they aspirated again and there was negative pressure; that they "could hardly get anything out" at an "extremely slow rate". It was decided that they switch pumps and it was noted that there were no problems. The patient's outcome was not provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. Pump passed all nondestructive testing. Pump log review showed no motor stalls or motor stall recoveries had ever happened. In the return product analysis (rpa) lab, the reservoir was filled with 10 ml. Of sterile water and aspirated 5 times with no problems encountered. Then the pump was filled with 20 ml. Of sterile water and then aspirated 5 times, with no problems encountered. It has been decided to not do destructive analysis on this pump because of these findings. The decisions to not do reservoir destructive analysis and not doing the pump tube leak test preserves the pump to have these tests done in the future is the need arises.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).